Event description:
The pt had bilateral subglandular implants placed long ago (1987). She now presents with baker's type IV capsular contraction on right and baker's type iii capsular contraction on left with ptosis. She also has complaints of pain on right. Pathology report shows moderate scarring and chronic inflammatory infiltrate bilaterally with areas of foreign body reaction noted on left.